Manufacturer narrative:
Although the reported event could not be confirmed through this evaluation, it was communicated that the patient severed their driveline with scissors. A full analysis of serial number vad-10132 could not be conducted, because the system was not returned for evaluation. A review of device history records for this device showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event. Placeholder.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt severed their driveline with scissors. The pt is in the hospital in milrinone with the pump off. A pump explant is being considered. Additional information received from the mechanical circulatory specialist stated that the pt expired on (B)(6) 2013. The pump was explanted on (B)(6) 2013, due to accidental transection of driveline by pt. The pt suffered perioperative complications after explant, was transferred to intensive care unit on extracorporeal support.

Manufacturer narrative:
The attached user facility report # (B)(4) was received from the intermacs registry. The serial number of the product listed on the report is (B)(4) , however, this is incorrect. (B)(4) is the correct serial number for the event. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
The MFR is attempting to acquire the device for further eval. No further information is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
Additional information received: the vad coordinator reported that the patient was asymptomatic before being taken to the operating room for a pump exchange. During surgery it was noted that the patient had a large thoracic aneurysm which dissected on the table. The patient was returned to the intensive care unit and received over 150 blood products but ultimately expired.